Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: balloon did not inflate. The device was used in the patient and there was no patient injury.